Event description:
Heartflow identified a potential occlusion was missed in the lcx on the heartflow analysis that was released.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential occlusion was missed in the lcx on the heartflow analysis that was released. The investigation determined that the analysis did not meet product specifications due to misinterpretation of the CT data by the automated technology and inspection process. The physician was notified of the investigation results and has not indicated a safety event with the patient at this time. Heartflow analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.